Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor's lcd screen, sd card slot, and belt receptacle were contaminated, causing intermittent faults. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.